Event description:
Information was received based on review of a manuscript titled, "30-year results following non-modular cemented total knee arthroplasty" which aimed to show the prosthesis survival rates at 25 and 30 years follow-up. The study consisted of the anatomic graduated component (agc knee), manufactured at biomet, inc. This retrospective study consisted of 8774 cemented total knees that received the non-modular metal-backed tibial component, and had a minimum two year follow-up. There were 105 failures, 81 with aseptic loosening, 23 with instability and 1 for pain for an overall prosthesis survival rate of 92.6% at 25 years and 91.1% at 30 years follow-up. It was reported that in the third decade after tka, patients are substantially more likely to experience death than experience a failing prosthesis. In conclusion, the overall survivorship with aseptic loosening as the endpoint was 91.1% at 30 years. There was a greater risk of dying than failing over the same time period. The other finding is that the loosening of the tibial prosthesis was the primary cause for failure and was uniform over time.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.